Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. The sample was visually inspected under normal conditions of illumination and no discrepancies were observed. Functional test was performed, a syringe was used to infuse water into the bag and leak was detected in the bottom of the bag and in the connection between the bag and the pump tube. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that the patient noticed medication leakage while using the cadd cassette reservoir. There was no reported injury to the patient.